Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing retention issues due to swelling at magnet site. A CT scan was performed, and it was confirmed that the recipient reportedly has fluid in the area and an infection. The recipient was given antibiotics (type unknown). The recipient was reportedly diagnosed with cellulitis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has completed healed and is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.7. The recipient was reportedly completed two rounds of antibiotics with no resolved. The recipient is currently not wearing the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.